Manufacturer narrative:
The sodium electrode lot number was egw40 with an expiration date of 10-jun-2026. The qc was within range prior to the ample measurement. The customer mentioned that the qc went out of range and there were ise.n errors. The field service engineer found that the vacuum nozzle spring was detached, and the ise sample probe was misadjusted. He also suspected dirtiness in the flow path. He replaced and re-adjusted the probe, cleaned the ise sipper, ran reagent primes and ise flow path wash, and re-seated the electrodes. He then ran patients' samples, ise checks, and precision studies with successful results. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient sample tested on a cobas pro ise analytical unit. Results for the sodium test were affected. Initial result: 156.7 mmol/l. The physician questioned the initial result, and the sample was then repeated. Repeat result: 168.4 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Section b7 was updated. The calibration was last performed on (B)(6) 2025, and it was acceptable. The centrifuge time might be too short, and the speed might be too high per the tube manufacturer¿s recommended guidelines. The field service engineer found that the cause was due to a detached vacuum nozzle spring and a misadjusted ise sample probe. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.